Manufacturer narrative:
Device lot number(s) were not provided; therefore, an investigation is unable to be performed and a cause of the reported events cannot be determined. Citation: frakes cm, singh t, sarvepalli s, mccullough a, kapoor b. 30-day readmission rate after transjugular intrahepatic portosystemic shunt. Presented at the 69th annual meeting of the american association for the study of liver diseases (aasld): the liver meeting november 9-13, 2018; san francisco, ca. Gastroenterology 2018;154(6)supplement 1:s-1219. Tu1448.

Event description:
This information was received through abstract ¿30-day readmission rate after transjugular intrahepatic portosystemic shunt" published in gastroenterology in may 2018. The abstract reports the aim of the study was to identify the readmission rate after tips, most common etiology for readmission, and search for potential protective factors association with decreasing readmission rates. Study subjects included 163 patients who underwent primary tips placement with viatorr self-expandable ptfe covered stent grafts from 2011-2016. The abstract reported a 30-day readmission rate of 4% due to incarcerated hernias.